Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: if it becomes available in the future, please provide lot number. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Investigation summary: according to the information received, it was reported pull off suture needle pre-op. The product was returned to ethicon for evaluation. One detached needle and one winding former with a partially dispensed suture were received for analysis. Product code y213h. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2025, and suture was used. The problem of pulling off suture needle had happened before using on patient during surgery. Changed to another one to complete the surgery. There is no report on patient's injury. Additional information was requested.